Event description:
Pt reported that pump is making horrible noises, this time when trying to use it, it would not work at all. She requests for a new one. Unk if dr is aware. No further info provided. Reported to (B)(6) by pt/caregiver.